Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the lot number and implant date of the catheter was unknown. The pump was interrogated on the (B)(6) 2025 and the (B)(6) 2025, but did not show any alarms or warnings. The cause of the event / pump reservoir volume discrepancies were not determined. No actions or interventions were yet performed. Surgical intervention was planned, but not yet scheduled. The issue was not yet resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that two instances of discrepancy occurred between the calculated (expected) residual pump reservoir volume and the actual volume withdrawn volume. On (B)(6) 2025 the withdrew 30 ml from the reservoir but the calculated volume was 5 ml. On (B)(6) 2025 they withdrew 40 ml from the pump and the calculated volume was 27 ml. The patient experienced withdrawal of drug that lead to pain. No further troubleshooting was performed yet. Factors that may have led or contributed to the issue were unknown. No actions or interventions to resolve the issue was taken yet. Surgical intervention was planned but not yet scheduled. The issue was not resolved as of (B)(6) 2025. The pump remained implanted and in service as of (B)(6) 2025. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# unknown implanted: unknown: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was previously replaced on (B)(6) 2025 due to approaching end of service (eos), and the pump would not be returned. The catheter revision took place on (B)(6) 2025. Since the catheter revision, it was unknown if the event including pump reservoir volume discrepancies, withdrawal of drug, and pain had been resolved. There was no clear cause determined as to what may have caused or contributed to the difficulty detaching the catheter from the pump at the time of surgical intervention. The explanted portion of catheter was discarded by the healthcare provider. The pump remained implanted.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that hardly any medication can be promoted. There was already a volume difference since the pump replacement. The pump had been refilled twice since pump replacement. At the last appointment, 40 ml was withdrawn from the pump¿s reservoir compared to the 23 ml that the pump had calculated. Since the pump was recently replaced, a catheter problem was assumed. An x-ray was performed and according to the physician there was no catheter kink recognized. The plan was to next aspirate the catheter first via the catheter access port (cap) and then visually check it. There were no alarms in the pump¿s log. The patient received vendal via the pump for pain. Additional information was received on (B)(6) 2025 from a healthcare provider via accompany representative. In the case of the operation, the pump segment (originally model 8781) was replaced with an 8784. The catheter could be partially aspirated, but a supposed kink was discovered or the catheter connection to the pump could only be detached from the pump with a lot of force. After cutting off the kink, cerebrospinal fluid flowed without a run. A test bolus for the pump roller was carried out (without fluoroscopy) and the pump was able to convey medication. As per the pump¿s log, the pump administered vendal with concentration 20.0 mg/ml at a dose rate of 8.997 mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown partially explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.